Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
A female patient (age unknown) was presented to the physician under resuscitation with cardiogenic shock (cgs) signs. Patient went in the intensive care unit (ICU) with va-extracorporeal membrane oxygenation (ECMO) being in cardiogenic shock (cgs). The devices were used for cgs due to acute myocardial infarction (ami). Two oscor (2) 14fr introducers sheaths failed, the sheath's split at the tip and rolled up, and they were discarded; they also used a competitor's 13f introducer (trial for dilatation). After successful implantation of va-ECMO an angiologist had to intervene, because there were inner bleedings in the groin. Patient is obese, difficult to locate arteria under CPR, puncturing with needle. Physician reported the sheaths probably failed because they were too short and too soft/ fragile, as a lot of tissue needed to be crossed, due to obese patient. Obviously they injured a side branch from artery femoralis during access attempts (puncturing the arteria). It was reported the representative saw the groin angiology/ fluoroscopy - there was obviously no peripheral arterial disease (pad) or kinking of the arteria femoralis. Additional information has been requested.

Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. As per procedure abiomed introducer sheath in-process and final inspection, the devices in this lot were inspected as follows: 9.2.2 visual inspection: using 10x magnification, verify the tip is round, no flash protruding greater than 0.4 mm (0.016") and no flash with width (around circumference) greater than 0.7 mm (0.028"), no splitting, cracks or other damages. Slight discoloration from tipping process is acceptable. Verify proper tip shape according to drawing. Per section 12.2, visual inspection, with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. The instructions for use (IFU) informs the user: never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Avoid subjecting the device to unusual stresses. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.